Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that call was disconnected and wanted to continue troubleshooting. While getting information to verify insulin pump information, assistance arrived for customer. Customer confirmed that help was there and call was dropped. Call was received from the hospital stating that customer was in the intensive care unit and was in diabetic ketoacidosis. It was reported that customer could not be released until troubleshooting was done for high blood glucose. Contact information was provided to caller for further assistance.